Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and nine months post filter deployment, the patient experienced abdominal pain and a computed tomography (CT) of abdomen and pelvis with contrast showed there was a greenfield filter in the infra renal inferior vena cava with multiple limbs of the filter extending beyond the confines of the inferior vena cava. One of limb appears to be fractured and was lying superior to the apex of the filter adjacent to the anteromedial aspect of the inferior vena cava and a month later another computed tomography of chest without contrast was performed which showed fragmented inferior vena cava filter leg within the right middle lobe pulmonary arterial branch. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the detached strut remains in right lobe of lung, spine, bowel and psoas muscle. The current status of the patient is unknown.